Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bisphosphonate treatment, local infection / subacute chronic osteitis, preceding/simultaneous bone augmentation, peri-implantitis, infection, inflammation, mobility. Much granulation tissue removed. Bad bone quality.